Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation: other') in an adult female patient who had essure (batch no. 683283, 20222098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, gestational hypertension and obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea, chronic"), back pain ("back pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), fatigue ("fatigue,"), headache ("headaches,") and sciatica ("sciatica") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, dysmenorrhoea, back pain, dyspareunia, metrorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, fatigue, hormone level abnormal, headache and sciatica outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, perforation, sciatica and urinary tract infection to be related to essure. The reporter commented: essure insertion date and essure confirmation date reported as (B)(6) 2010. Discrepancy noted in essure insertion date: (B)(6) 2010 previously reported, current pfs: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) was conducted, however, no results were provided. Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs received: lot no. Was added. Patients demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation: other') in an adult female patient who had essure (batch no. 683283, 20222098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, gestational hypertension and obesity. Concomitant products included phentermine and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced sciatica ("sciatica"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea, chronic"), back pain ("back pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), fatigue ("fatigue,") and headache ("headaches,") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, dysmenorrhoea, back pain, dyspareunia, metrorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, fatigue, hormone level abnormal, headache and sciatica outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, perforation, sciatica and urinary tract infection to be related to essure. The reporter commented: essure insertion date and essure confirmation date reported as (B)(6) 2010. Discrepancy noted in essure insertion date: (B)(6) 2010 previously reported, current pfs: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) was conducted, however, no results were provided. Lot number: 20222098 manufacturing date: 2009-10 expiration date: 2012-10. Lot number: 683283 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation: other') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea, chronic"), back pain ("back pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), fatigue ("fatigue,"), headache ("headaches,") and sciatica ("sciatica") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, dysmenorrhoea, back pain, dyspareunia, metrorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, fatigue, hormone level abnormal, headache and sciatica outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, perforation, sciatica and urinary tract infection to be related to essure. The reporter commented: essure insertion date and essure confirmation date reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) was conducted, however, no results were provided. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event of "injury to herself" was updated to dysmenorrhea (cramping), chronic. New events added - dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), chronic pain, metorhagia (bleeding b/w periods), anemia, migration, perforation, bladder problems, uti, fatigue, hormonal changes, headaches, sciatica. Patient demographic added, essure insertion date updated , essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.